Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) canada, alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020. The patient was unable to provide the alleged inaccurate results obtained with the subject meter. The patient stated that he manages his diabetes with a combination of oral medication (januvia/metformin 2 pills in the morning) and insulin (lantus 10 units at night). The patient claimed that when the alleged issue began, he increased his insulin dosage by 2 units as advised by his nurse. The patient claimed developing symptoms of feeling "dizzy and sweaty" in the morning on an unspecified date after the alleged issue began. The patient reported treating himself with chocolate in response to the symptoms. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.